Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, it was reported that the touchscreen would timeout while the customer was interacting with the pump. Customer's blood glucose level was 176 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged out of range issue was verified in the pump logs; however, investigation could not be completed as the dexcom transmitter was not returned. The reported touchscreen issue was unable to be verified.